Manufacturer narrative:
Unit serial number-(B)(6). Handpiece/sterimate lot number-(n/a). Handpiece cable lot number-(05230). Repair tech: gpb. Qa: sk. Root cause: ezh pwr cd,wire harn damaged. No vibration due to damaged electrical contact in the handpiece cable receptacle (contact pin pushed in the handpiece cable harness) no activation of foot pedal in second position on the right side of the foot switch debris build up in the water filter causing poor water flow. Note: replaced damaged/worn components and recalibrated unit to factory specs. For proper evaluation and testing please always send in all parts that go along with the unit to be looked at. Items not received for testing and evaluation: no sterimate/handpiece. DHR review is not required because the product was returned for evaluation and the described failure mode is a known hazard.

Event description:
While using a cavitron select sps g124 they allege that they have no water flow and the handpiece is heating up, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.